Event description:
It was reported that a patient was seen with high impedance. The patient was reported to have been experiencing increased seizures lately. The patient has been referred to neurosurgery. No relevant surgical intervention has occurred to date. No other relevant information is available to date.